Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07156. Follow up information identified the patient underwent surgical intervention to explant both leads and to implant a single lead. Postoperatively, effective stimulation was restored.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07156. It was reported the patient experienced stimulation in the wrong location. Reprogramming attempts proved to be partially successful initially, but unsuccessful long term. X-rays revealed leads have migrated. Patient may be awaiting lead replacement.